Manufacturer narrative:
The actual device isn't available for investigation. The failure to osseointegrate is a well known inherent risk of the procedure.

Event description:
The dentist reported that the implant failed.